Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Customer's blood glucose level was 51 mg/dl. Low bg cause was not known. Customer loaded a new cartridge and resumed insulin therapy on the pump to address bg and resolve issue. Recommendation was made to consult with a healthcare provider to discuss diabetes management.